Event description:
On april 14, 2022, during preventive maintenance (pm) by a zoll service technician, the autopulse platform (serial #(B)(4)) displayed user advisory "ua07 "(discrepancy between load 1 and load 2 too large) during the initial functional test and ua45 (not at "home" position after power-on/restart) upon powering on. No patient involvement.

Manufacturer narrative:
On april 14, 2022, during preventive maintenance, the returned autopulse platform (serial #(B)(4)) displayed user advisory "ua07 "(discrepancy between load 1 and load 2 too large) during the initial functional test. A load cell characterization test was performed and confirmed that both load cell modules was not within the specification. Therefore, the root cause of the ua07 advisory message was due to the defective load cells, likely attributed to mishandling such as a drop or defective components. The load cell modules were replaced to remedy ua07 error message. The autopulse platform also displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering on. The root cause of the ua45 advisory message was due to the lifeband straps were not pulled completely out prior to turning the device on. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaint reported for autopulse platform with serial number (B)(4).